Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to consult with their healthcare provider for a backup insulin delivery method, and a replacement pump was sent by technical support. Instructions for putting the pump into storage mode and returning it to tandem were provided, and the customer acknowledged understanding these steps.